Manufacturer narrative:
(B)(4)

Event description:
It was reported that the noise with oversensing was observed on the rv lead. The lead was capped and replaced. The patient tolerated the procedure well and will continue to be monitored.

Manufacturer narrative:
Maude report mw5072085 was received.

Event description:
New information notes that the noise observed on the rv lead was most likely lead fracture. The tachy therapies were turned off and a life vest was placed.